Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "damaged power cord. When often plug in, power supply is very brittle to break the plastic case that is glued together top part of the case is exposing the inner electronics pump does not function correctly because of the broken case. Customer wants the power cord replaced. There was no patient involvement. Delay in therapy: no. Need for medical intervention: no. Human harm: no."